Manufacturer narrative:
Correction to initial MDR: additional information was received that the patient's ipg was no longer working and it would not charge.

Event description:
A report was received that the patient will undergo an ipg replacement and wound revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement and wound revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo a wound revision. The ipg was only replaced and the same pocket site was used for the re-implant.

Event description:
A report was received that the patient will undergo an ipg replacement and wound revision procedure for an unknown reason.

Manufacturer narrative:
Section: other # field is populated with the di number.

Event description:
A report was received that the patient will undergo a wound revision procedure for an unknown reason.